Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The patient was last seen in (B)(6) 2017 and after the device was interrogated during this visit, a diagnostics/battery longevity issue was noted. It was elected to continue to monitor the patient. No additional information was reported.